Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-17016. It was reported the patient has effective therapy but has high impedances on both leads preventing the ipg from going into MRI mode. As a result, surgery may take place in the future.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the system was explanted and replaced. Postoperatively, the patient has effective therapy.